Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor) and crack on pump. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and confirmed customer received pump error 43. Customer was able to clear the error and complete rewind. It was unknown whether self/displacement test was passed or not. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned. Customer will discontinue using the pump.

Manufacturer narrative:
Pump passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test and self-test. P-cap was attached and locked into place properly. Unit was successfully downloaded using thump for history files and traces. No alerts/alarms/anomalies noted during testing. Pump error 43 occurred on (B)(6) 2024 03:49:19.000 in history files. Pump was cut open to perform visual inspection and found moisture damage to the pcba 1, pcba 2 and motor. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked and label damage (stained and faded serial number label and faded end cap address label). Pump error 43 was confirmed due to moisture damage to motor assembly. Cosmetic damage confirmed at battery compartment. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.